Manufacturer narrative:
The complaint of leaks on item kl-va202u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The lot#13777595 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a chemosafelock vial adapter where it was reported there was leakage. There was no reported impact of event on patient or on medical institution worker. There was patient involvement and no patient harm.